Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample returned, no investigation could be done. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Event 1: the investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: event 1. Customer reports that the passive safety shield failed to engage all the way and resulted in a needlestick injury. Customer states it happened twice to two different clinicians (same lot number).